Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The complaint reports that the patient initially experienced redness at their lead exit sites, as well as stiffness and pain in their knee during stimulation treatment targeting the genicular nerve(s). The patient was seen in-clinic by a physician and the physician elected to remove the leads prior to the planned end of treatment date due to suspected infection. The patient was prescribed antibiotics for treatment of the issue and instructed to return for a follow-up evaluation a few weeks after being seen in clinic. The patient reportedly went to the emergency room (ER) due to this issue following the initial in-clinic assessment and scans completed at the ER showed that the infection had affected their artificial knee joint. Per the complaint report, it is possible that a culture was performed to further characterize the reported infection; however, it is unclear from the information available if a culture was performed and what results, if any, were obtained. The patient underwent surgical removal of their entire artificial knee joint, as well as removal of the surrounding infected tissue and accumulated pus. The patient was prescribed 6 weeks of intravenous (IV) antibiotics and anticipated that they may receive a knee joint replacement if the affected knee remains free of infection following the cessation of IV antibiotics. Given the target location for the patient's leads, it is possible that infection at the lead exit site(s) may have caused or contributed to the issue. It is unclear from the information available what the suspected source(s) of infection was; possible causes and/or contributing factors could include insufficient care of the lead exit site, predisposition for increased sensitivity to foreign body reaction, history of infection prior to being implanted with sprint, or for reasons unrelated to use of the sprint system (e.g., medication side effects). Per the complaint report, the patient experienced a skin reaction to the waterproof bandage. Therefore, it is also possible that sensitivity to adhesive system components (e.g., the waterproof bandage) may have caused or exacerbated the reported issue. No additional information regarding resolution of the reported issue was available at the time of investigation. If additional information becomes available regarding resolution of the issue, this investigation will be updated.

Event description:
Patient's knee became infected during treatment with the sprint pns system. The leads were removed and the patient was prescribed antibiotics. Patient was hospitalized a week later and his artificial knee joint was removed because of the infection.